Manufacturer narrative:
Insulin pump had blank display due to corroded battery tube. Unable to perform self-test and displacement test due to blank display. No moisture damage on electronics and motor noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture. Blood glucose was 3.6 mmol/l. Customer reported that fluid in battery compartment . Customer tried new batteries as per IFU but without success. Customer reported batteries exploded inside the pump & liquid released from the battery. The insulin pump will be returned for analysis.